Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and "replace sensor now" error was observed on the screen. The receiver log was reviewed and screen error alarm and firmware errors were observed. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The reported event of receiver will not turn on was confirmed during log review. A root cause could not be determined.